Event description:
After 6 days of ivtm therapy utilizing the solex 7 catheter (lot# unknown), the 500ml saline bag was observed empty (about 250ml of saline had been infused). The physician elected to remove the catheter and fever management therapy was not resumed as the patient reached the target temperature. Upon removal of the catheter, it was reported that there was a leak observed in the balloon. Per the reporter, the catheter was smoothly inserted in the left internal jugular vein on the first attempt. No consequences or impact to the patient.

Manufacturer narrative:
The zoll solex 7 catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
After 6 days of ivtm therapy utilizing the solex 7 catheter (lot# 171267), the 500ml saline bag was observed empty (about 250ml of saline had been infused). The physician elected to remove the catheter and fever management therapy was not resumed as the patient reached the target temperature. Upon removal of the catheter, it was reported that there was a leak observed in the balloon. Per the reporter, the catheter was smoothly inserted in the left internal jugular vein on the first attempt. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of "the solex 7 catheter (lot # 171267) leak" was confirmed during the functional testing. A pinhole leak was observed at the proximal end of the serpentine balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. A visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Noticed dried blood residues on the catheter's serpentine balloon and luered tubings. A functional leak test of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a pinhole leak was observed at the proximal end of the serpentine balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the solex 7 catheter with lot # 171267.